Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "aiming beam firing out tip of fiber¿ @ 300,595 joules and 36:32 minutes of use. The procedure was completed with a second fiber. Patient outcome: "no patient injury reported".

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.